Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) (lot 11104r221), one gripper would not lower therefore the cds was not used. Another cds (lot 10910r234) was advanced into the patient however it was noted the gripper lever was extremely difficult to push down both during prep and during procedure. The clip was able to be implanted. Another clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Return device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.